Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run the unit on a test lung to try to duplicate the alarm. The customer reported to have followed the tse recommendations and he was unable to duplicate the alleged malfunction. Customer has conducted final testing. Covidien was not authorized to service the device.

Event description:
Information was received where an 840 ventilator had low minute volume alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.